Event description:
It was reported that bd plastipak¿ syringe with luer-lok¿ tip leaked. This occurred on 15 occasions during use. The following information was provided by the initial reporter: contents of syringe leaking from plunger region at the back of syringe when drawing back. This has occurred when during taking blood or drawing up fluid.

Manufacturer narrative:
H.6. Investigation: one photo and one sample were received by our quality team for evaluation. Upon visual inspection, barrel damage and leakage was observed; therefore, the incident could be verified. A device history record review found no non-conformance's associated with this issue during production of this batch. Leak testing was performed on the returned sample and the team was unable to withdraw the fluid into the barrel due to the damage. Based on the investigation, the leakage would have come from the damaged barrel. The syringe potentially was damaged at the primary packaging machine when the turret wheel hit against the barrel. The syringe was in a slanted position at primary packaging multivac rail infeed track as a result of low part back to back push force. This low push force was due to low infeed or gaps between parts when barrel air jet is not aimed directly at the syringe. When the damaged syringe is jammed at the turret wheel, the machine will stop and production technician has to remove the jammed and damaged parts. Any jammed & damaged not removed due to oversight will become escapees to the next process.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd plastipak¿ syringe with luer-lok¿ tip leaked. This occurred on 15 occasions during use. The following information was provided by the initial reporter: contents of syringe leaking from plunger region at the back of syringe when drawing back. This has occurred when during taking blood or drawing up fluid.